Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-450-20. The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. Linked MDR's 2029214-2018-00213 2029214-2018-00214. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device with shield technology(ped2) failed to open at the distal segment during a flow diversion procedure. The ped2 was used for treatment of a patient's saccular aneurysm located at the ophthalmic segment of the internal carotid artery. The aneurysm measured 11mm in max diameter and 5mm in neck width patient's vessel tortuosity was described as moderate. It was reported the ped was prepared following the instruction for use. The microcatheter was also flushed continuously during the procedure. The ped2 was not placed at a bend. During the attempt to deploy the ped, the distal segment of this ped2 failed to open on the initial unsheathing after less than 50% of the ped2 was unsheathed. The procedural physician waited for 1 minutes, and proceed to resheath the ped2. The unsheathing and resheathing maneuver of the ped distal segment was performed 2 more time, but there was no change in the ped2 distal segment condition. This ped2 and its accompanies microcatheter were removed from the patient. New device was used to complete the treatment. No patient injury reported.

Manufacturer narrative:
The pipeline flex with shield (ped) was returned for evaluation. As received, the ped was stuck within the catheter. For further exa mination, the pipeline flex with shield was pushed out from the lumen with difficulty. The ped distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the pipeline flex shield braid was found fully open with moderate fraying; the proximal end of the braid was found fully open with no damage. Kinks and bends were found on the pushwire approximately 19.5 and 36 cm from the proximal end. From the analysis findings, the reports of ped failure to open on the distal end could not be confirmed. It is possible that the patient¿s vessel tortuosity contributed to the reported issues. In addition, from the damages seen on the pipeline flex shield braid (fraying); proximal wire (kinking/bending) and hypotube (stretching), it appears that high force used (pushing and pulling). It is likely these damages occurred when the ped was attempted to be advanced through the microcatheter against resistance. Our instructions for use provides the following guidance: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and micro catheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ no evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a po tential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.